Event description:
It was reported that the right ventricular (rv) lead had noise. It was noted that the rv lead was positioned close to another lead that is no longer in service and the physician questioned if the noise could be due to contact between the leads resulting in damage to the tip of the lead. During the revision procedure, probable insulation damage occurred during the puncture for venous access. It was also reported that during the first attempt at retracting the helix, the helix would not retract even after more than thirty rotations. The helix retracted during the second attempt. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.